Manufacturer narrative:
One device was returned for repair with complaint that pump infuses medication too fast. Alarm history was reviewed, and no errors were found. Service history was review and no repairs were found in the past 13 months. Functional testing was performed, including testing size and position test, force sensor test, plunger position test, and syringe size sensor test. All the tests passed, and no issues were found. The pump infuses medication with normal working speed. The pump passed all the testing and is fully operational.

Event description:
It was reported that the pump infused too fast. The medication was set for 1 hour and the whole thing infused within 20 minutes. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.